Event description:
A 53-year-old female patient with an unknown medical history underwent implantation of an impella 5.5 device for temporary mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction. The impella 5.5 device was implanted via the right axillary artery. Prior to initiation of impella support, the patient received inotropic and vasopressor therapies as well as respiratory support. The reported society for cardiovascular angiography and interventions (scai) shock classification at the time of impella 5.5 initiation was stage a, with an ending scai classification of stage c. After approximately 21 days of impella 5.5 support, a pocket infection was identified at the impella insertion site. The patient was noted to have a fever and a mild elevation in white blood cell count. Additional information noted treatment for the infection was initiated (specific treatment details were not provided). The infection was reported to have "mostly" resolved. The impella 5.5 device was subsequently weaned and explanted with a survived patient outcome. The reported event is consistent with a device insertion site infection. Infection is a known risk, listed as a potential complication as described in the impella 5.5 instructions for use.

Manufacturer narrative:
A4 is unknown. The root cause of the infection and fever was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The cause of infection and fever was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Sections d9 and h6 have been updated.